Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dental implant had to be removed because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant was performed.